Event description:
It was reported that there was an mdm liner revised due to dislocation.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown mdm liner. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.